Event description:
It was reported that asymptomatic patient came into clinic and the device exhibited high out of range high voltage lead impedance. The device was reprogrammed. The device remained implanted and monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.